Event description:
Maquet stated, "the hospital reported that during a coronary artery bypass procedure, one heartstring seal was cracked during inserting into the delivery device tube. The procedure was completed using a side biter clamp. No pt complications were reported by the hospital as a result of the conversion.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was folded inside the delivery tube and cracked. The foam collar was present on the device and the plunger had not been depressed. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.